Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
Complication - percutaneous transluminal angioplasty (pta) and stenting of right common femoral artery (rcfa). Additional information on 15nov2022: during a tavr procedure, ultrasound imaging and micro puncture were utilized to gain access in the rcfa. There were no issues advancing the procedural sheath. Protamine was administered intravenously during the procedure. Post procedure imaging verified an rfa occlusion. Ptca performed and a self-expanding non-covered stent delivered to resolve occlusion.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered delivering the sheath. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram verified an occlusion of the right femoral artery. Balloon angioplasty was applied, and a self-expanding non-covered stent was deployed with good result. The root cause of the occlusion cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device return submitted for investigative purposes. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.